Event description:
The customer reported the system would lock-up and then quit booting up all together. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as repair information is unavailable.